Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia and were hospitalized due to insulin flow block alarm. The customer¿s blood glucose was 406 mg/dl at the time of the incident. The customer tried to do a correction bolus but the bolus stopped at 4u. The customer stated that the insulin exited at cannula. The self test showed no error. The insulin pump will not be returned for analysis.